Manufacturer narrative:
The next day, the patient had chest pain and was brought to the hospital in a state of cardiac arrest. Cardiopulmonary resuscitation was provided, and the patient was resuscitated. Angiography was conducted and thrombus was observed from inside to the distal portion of the implanted cypher select+ at left main to proximal lad. Ivus images of the implant were reviewed and it was confirmed that a portion of the stent of the implanted cypher select+ was slightly under-dilated at the proximal end of the proximal lad. To treat the thrombus, aspiration and balloon angioplasty were conducted and pcps (percutaneous coronary support) treatment was provided. During the treatment, the cardiac movement was very slow. After the treatment, sufficient blood flow was observed, but the patient's condition did not improve and the patient died due to heart failure. Physician's comment: the cause of the death was heart failure. The cause of the thrombotic event was the under-dilated stent at the proximal lad. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
An (B)(6) male patient experienced a cardiac arrest, stent thrombosis and subsequently died due to heart failure eight days post implantation of a cypher stent. Past medical history included unstable angina pectoris, hypertension, abnormality of lipid metabolism and past history of smoking. The target lesion was the left main trunk and proximal lad. The lesion was a de-novo, concentric, bifurcated, calcified and ostial lesion. Aha/acc classification of the vessel was type b2. The vessel length was 16mm and the vessel diameter was 3.5mm. Pre-procedure stenosis was 90%. The (B)(4) IFU contraindicates the use of this product on the following lesions: the left main trunk, or ostium or lesions in the bifurcation area. Pre-dilation was conducted with a bc (3.25/15mm) at 6atm for 10sec. Then, cypher select+ (3.5/18mm) was implanted at 10atm for 15sec at aha5~6. Post-dilation was conducted using the kissing balloon technique with a bc (3.25/15mm) at 5atm for 10sec at lcx and with a bc (3.75/15mm) at 6atm for 10sec at lad. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Ivus was conducted sufficient stent apposition was confirmed. Act measurement value was 235. The patient was discharged a week later. Medications prescribed at discharge included aspirin and clopidogrel. The following day the patient was discharged, the patient was re-hospitalized with chest pain and cardiac arrest. Cardiopulmonary resuscitation was provided and the patient resuscitated. Then, cag was conducted and thrombus was observed from inside to the distal portion of the implanted cypher select+ stent. Ivus images of the implant were reviewed and it was confirmed that a portion of the stent of the implanted cypher select+ was slightly under-dilated at the proximal end of the proximal lad. To treat the thrombus, aspiration and poba were conducted and pcps treatment was provided. During the treatment, the cardiac movement was very slow. After the treatment, sufficient blood flow was observed, but the patient's condition did not improve and the patient died due to heart failure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cardiac arrest, thrombotic events and death are potential adverse events associated with coronary artery stenting. The physician stated that "the cause of the death was heart failure. The cause of the thrombotic event was the under-dilated stent at the proximal lad". Review of the information available suggests that there are patient comorbidity factors, vessel lesion characteristics and procedural factors that may have contributed to the events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
A patient experienced cardiac arrest and stent thrombosis, and later expired due to heart failure. At the time of the index procedure, angiography revealed 90% stenosis in the left main to the proximal left anterior descending (lad) arteries. The lesion was de novo, concentric, bifurcated, calcified, 16mm, and ostial. The lesion aha/acc classification was type b2. The reference vessel was 3.5mm in diameter. The lesion was pre-dilation with a 3.25 x 15mm balloon catheter at 6atm for 10sec. Then, a 3.5 x 18mm cypher select+ was implanted at 10atm for 15sec. Post-dilation was conducted using the kissing balloon technique with a 3.25 x 15mm balloon catheter at 5atm for 10sec at circumflex and with a 3.75 x 15mm balloon catheter at 6atm for 10sec at lad. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Ivus was conducted and sufficient stent apposition was confirmed. Act measurement value was 235. There was no problem observed regarding the cypher implantation. The patient was discharged after approximately seven days of hospitalization on 100mg aspirin daily and 75mg clopidogrel daily.